Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify communication anomaly and upload/down load anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump wouldn't upload properly. Customer's blood glucose level was not provided at the time of the incident. Troubleshooting was not provided. The insulin pump will return for analysis.